Manufacturer narrative:
(B)(4).

Event description:
The patient presented for routine follow-up. Multiple ventricular noise reversion episodes, several non-sustained vt/vf episodes and one vf episode resulted in delivery of inappropriate shock. All of the episodes appear to non-physiologic noise likely myopotential oversensing. Programming change was made.